Manufacturer narrative:
The complaint of cracks on tego cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) reviewed couldn't be performed due to lot number for this complaint was unknown. Additional reporter: (B)(6).

Event description:
Hold for rw 2.6 the event involved a tego¿ connector where it was reported the tego was cracked and bubbles were noticed once dialysis commenced. There was patient involvement and unknown patient harm.